Event description:
It was reported that the patient presented to the hospital with severe acute respiratory syndrome (sars) infection. The patient's pacemaker, the right atrial, the right ventricular and the left ventricular leads were explanted due to the infection. A leadless pacemaker system was implanted. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.